Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. The insulin pump was tested with a new battery cap an no blank display noted during testing.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 177 mg/dl at the time of incident. The customer's mother stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer's mother stated that the battery compartment and spring were not damaged or corroded. The customer's mother stated that the battery cap was not damaged or corroded. The customer's mother stated that the display did not return after insulin pump rest, after cleaning the battery cap and inserting a new battery. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.